Manufacturer narrative:
Upon receipt, the received lead was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be without fault throughout its inspection. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
(B)(4).

Event description:
The ICD and ra lead were explanted, when the rv lead was being explanted for high thresholds. There is no complaint against either the ICD or the ra lead. The physician wanted the patient to move to an MRI compatible device and the ra lead was dislodged when the rv lead was removed. The physician chose to start over with a new system.